Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Mobility was reported. Bone quality at the implant failure type I. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation was not performed at time of surgery. Also reported the implant fell out.